Manufacturer narrative:
Second revision occurred approximately 21 days after the first revision due to dislocation. The root cause of the problem is unknown. No actual, implied, or suspect link to fx product.

Event description:
Second revision occurred on (B)(6) 2026, approximately 21 days after the first revision surgery which occurred on (B)(6) 2026. No fall or other trauma reported. Based on comparing usage forms only humeral cup stability pe/ta6v ø40/+3 and humeral spacer ta6v +9mm was explanted due to dislocation of unknown cause. These parts were replaced with humeral cup stability pe/ta6v ø40/+9 and humeral spacer ta6v +9mm.